Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported malfunctioning keypad, which was confirmed and reproduced. The device eval found the #4, #5, #6, and (.) Keys to be intermittent and caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a malfunctioning keypad. It was also reported that there was no pt involvement.